Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery would not charge despite the attempted use of multiple cables and power sources. During troubleshooting with tandem technical support, customer received a temperature alarm while attempting to charge the pump. Customer reported a low blood glucose (bg) level; however, no specific bg value was provided. Orange juice and a muffin were consumed to stabilize bg levels. Customer indicated that syringes would be used and/or hcp contacted for back up therapy.